Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 348 mg/dl and current blood glucose value was 478 mg/dl. Customer had nausea because of high blood glucose value. Customer treated with bolus. Customer reported that they had contacted their doctor regarding the high blood glucose values. The drive support cap was normal. Customer was assisted in performing high pressure test but it failed. Insulin pump will be returned for analysis. Reservoir will not be returned for analysis.